Manufacturer narrative:
The customer states that the device is not available to return. The customer was not able to provide pictures, the lot number, or provide purchase information to determine the lot number. Without this important information, a true root cause cannot be determined. There has been a total of (B)(4) sold of all lots with one additional complaint recorded for a similar occurrence. Based on the above information, no further actions are required and the complaint can be closed. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information that is pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged that the rongeur broke while in use. The pin that holds the instrument together, came out which prevented use. There was no harm to the patient.